Event description:
During surgery of eon stem placement for a pt who originally underwent compression hip screw placement, the surgeon completed rasping and while reducing the stem, fracture line was made obliquely at the place where locking screw for chs was removed. The surgeon then placed the stem by using a soft wire.